Event description:
Event: type 1 endoleak. Case details: information received from end customer indicated that pt status post ancure endograft repair of aaa in 2001. Follow-up duplex ultrasound in 2003 detected probable type I endoleak on superior attachment site. Angiogram one month later showed proximal attachment site was located approximately 1cm below the renal arteries, with probable type 1 endoleak on anterio-lateral aspect. One week later there was an attempted unsuccessful placement of (another company's) cuff; however, unable to deploy cuff due to tortuous iliac arteries. Patient has decided not to persue other treatment at this time.